Event description:
It was reported that interrogation of the device revealed back-up operation. The programmer was unsuccessful in restoring the device. Two attempts to perform a software download were also unsuccessful.